Event description:
It was reported that device has channel error. The customer replaced both pressure sensors, calibrated, performed preventive maintenance, and the device passed all tests. Although requested, no further information will be provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/28/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of channel error could not be confirmed; no product or device logs were returned for investigation. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that device has channel error. The customer replaced both pressure sensors, calibrated, performed preventive maintenance, and the device passed all tests. Although requested, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information will be provided.

Event description:
It was reported that device has channel error. The customer replaced both pressure sensors, calibrated, performed preventive maintenance, and the device passed all tests. Although requested, no further information will be provided.